Event description:
It was reported that the patient was asked to come to the clinic because ttm (transtelephonic monitoring) was unable to elicit a magnet response. When the patient was at the clinic there was no magnet response seen with the device and there was no capture in either chamber for both leads (atrial and right ventricular) in unipolar. Also, the device showed undefined resistance on both leads. The ventricular egm (electrogram) is good but the atrial egm shows no signals. The device was explanted and replaced, both leads tested okay at time of change out and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.